Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that in the united states, a patient's spouse called to report that the infusion set fell off, resulting in a high blood glucose event. The cause of infusion set detachment was identified as showering. The patient experienced elevated blood glucose of 395 mg/dl for 1-2 hours and was treated with an insulin pen.